Manufacturer narrative:
Device evaluated by MFR: the device was returned for engineering analysis. Investigative testing found insufficient insulation of the vacuum sleeve resulting in frost on the shaft. Disassembly of the device revealed traces of soldering flux residuals with signs of corrosion on the vacuum sleeve external and needle internal surfaces. No gas leaks were detected. There was no relationship found between the needle assembly process and the vacuum loss phenomena.

Event description:
It was reported that a needle developed frost on the shaft. Three icepearl cx needles were used for a cryoablation procedure. The needles were tested prior to the procedure with no issues. During the first freeze cycle, one of the needles immediately developed frost on the needle shaft. The patient's skin was protected and the needle was used to complete the procedure with no injury.

Event description:
It was reported that a needle developed frost on the shaft. Three icepearl cx needles were used for a cryoablation procedure. The needles were tested prior to the procedure with no issues. During the first freeze cycle, one of the needles immediately developed frost on the needle shaft. The patient's skin was protected and the needle was used to complete the procedure with no injury.